Event description:
It was reported that this device exhibited a single high, out of range pacing impedance spike (>3000 ohms) resulting in a lead safety switch (lss) from a competitor's right ventricular (rv) lead. Additionally, during data review, episodes of over-sensed myopotential noise resulting in pacing inhibition greater than two seconds were noted. Provocative maneuvers were performed in-clinic and the noise was reproducible. The physician elected reprogram the device to prevent further episodes of pacing inhibition. Boston scientific technical services were contacted for additional device data review and it was recommended to perform diagnostic imaging to exclude lead impairment. At this time, the device remains implanted and in service. The patient was stable with no adverse consequences.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this device exhibited a single high, out of range pacing impedance spike (>3000 ohms) resulting in a lead safety switch (lss) from a competitor's right ventricular (rv) lead. Additionally, during data review, episodes of over-sensed myopotential noise resulting in pacing inhibition greater than two seconds were noted. Provocative maneuvers were performed in-clinic and the noise was reproducible. The physician elected reprogram the device to prevent further episodes of pacing inhibition. Boston scientific technical services were contacted for additional device data review and it was recommended to perform diagnostic imaging to exclude lead impairment. At this time, the device remains implanted and in service. The patient was stable with no adverse consequences.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this device exhibited a single high, out of range pacing impedance spike (>3000 ohms) resulting in a lead safety switch (lss) from a the right ventricular (rv) lead. Additionally, during data review, episodes of over-sensed myopotential noise resulting in pacing inhibition greater than two seconds were noted. Provocative maneuvers were performed in-clinic and the noise was reproducible. The physician elected reprogram the device to prevent further episodes of pacing inhibition. Boston scientific technical services (ts) was contacted for additional device data review and it was recommended to perform diagnostic imaging to exclude lead impairment. Since the original allegation, the patient was seen in-clinic for a regular follow-up appointment. Another lss to unipolar sensing had occurred as a result of a singular out-of-range pacing impedance measurement. When the physician reprogrammed the device back to bipolar sensing, variable pacing impedance measurements from 2403 ohms to 742 ohms was observed. The patient was enrolled in remote monitoring and current data was forwarded to ts for review. It was discussed that there were no current episodes of noisy signals in unipolar nor bipolar sensing modes. Additionally, the rate bin counters for fast ventricular activity did not indicate frequent over-sensed events. The threshold and amplitude measurements from the rv lead were also stable. It was recommended to continue with the newly enrolled remote monitoring. Information was requested from the field regarding the event resolution, but have not yet been received. At this time, the device remains implanted and in service. The patient was stable with no adverse effects. The associated lead is not a boston scientific product.